Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, noise as a result of electromagnetic interference (emi) was observed. A revision procedure was performed and the rv lead was explanted and replaced. The chronic device remains actively implanted. No other adverse patient effects were reported. The rv lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a set screw mark noted on the terminal pin. Insulation abrasion was observed approximately 39 cm to 41.5 cm from the terminal pin. The abrasion appeared to be smooth and in a spiral fashion, likely due to lead on lead contact. Further testing confirmed the lead to be electrically continuous.